Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified pain medication. No specific programming parameters were provided. The customer contact reported that the "pt was screaming in pain all night and kept pressing te button." At an unspecified time in the morning, the nurse noted that the display indicated a total of 30mg had been delivered, however, 30ml remained in the vial. The customer contact reported that the pt received add'l medication. No specific details were provided. The device was removed from clinical service. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.